Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root cause of the reported phenomenon. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc presumed there was the possibility this phenomenon was attributed to the ccu board failure of the subject device. It has been confirmed that this phenomenon does not occur due to product or manufacturing, and there is no problem with safety. (There is no multiple occurrence.) Also omsc corrected h5, "yes" to "no". If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(6) (oekg) for evaluation. The service department of oekg checked and tested the subject device in accordance with the specification. It was duplicated the reported phenomenon that the error code, e117 which indicated the subject device is broken down was displayed while starting up the subject device due to the ssd hard disc failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code, e117 which indicated the subject device is broken down was displayed after rebooting the subject device before the unspecified endoscopy diagnostic procedure on (B)(6) 2021. Though it was changed the main plug on the wall, but it was not resolved. The user also reported that the image of the subject device was not displayed.the intended procedure was completed with the other equipment.there was no patient injury associated with this report.